Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of maxi ld catheter, leakage was observed at a connection area of a shaft and hub. It was exchanged to another balloon and the procedure finished successfully. The patient was male (child) but the age was unknown. The target lesion location is unknown. The device was properly inspected and prepped and no anomalies were noted. The product was clinically used. The leakage was noted during its initial inflation. The leakage was noticed at the connection between the hub and the shaft. There was no fracture of the device noticed. An encore inflation device was used in the procedure. The type of contrast used in the procedure and the contrast to saline ratio is unknown. There was no reported patient injury.

Manufacturer narrative:
The balloon was returned and preliminary analysis stated that the balloon was burst; inner body was separated from the rest of the catheter. Additional follow up revealed that the balloon did not rupture during the procedure. When the physician tried to inflate the balloon, he noted the leakage from a connection area of a shaft and hub. Therefore, he removed the maxi-ld. The balloon was removed from the patient in usual manner. After use, outside the patient the balloon was ruptured. The balloon was not separated during the procedure. It was noted that the balloon was separated when it was sent back for evaluation. There was no reported injury to the patient. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During the use of maxi ld catheter, leakage was observed at a connection area of a shaft and hub. Upon return of the device for analysis, the balloon was noted to be burst and the device separated at the inner body. There was no reported patient injury. The target lesion location is unknown. The device was properly inspected and prepped and no anomalies were noted. Leakage was noted during its initial inflation at the connection between the hub and the shaft. There was no fracture of the device noticed. An encore inflation device was used in the procedure. The type of contrast used in the procedure and the contrast to saline ratio are unknown. The device was exchanged to another balloon and the procedure finished successfully. Upon return of the device for preliminary analysis ¿the balloon was burst; inner body was separated from the rest of the catheter¿. Additional follow up with the account revealed that ¿the balloon did not rupture during the procedure. When the physician tried to inflate the balloon, he noted the leakage from a connection area of a shaft and hub. Therefore, he removed the maxi-ld. The balloon was removed from the patient in usual manner. After use, outside the patient the balloon was ruptured. The balloon was not separated during the procedure. It was noted that the balloon was separated when it was sent back for evaluation. There was no reported injury to the patient.¿ one non sterile maxi ld 7f 15x4 110cm was received coiled inside a plastic bag. The balloon was burst; inner body was separated from the rest of the catheter. A kink was noted below the luer hub. A leak test required was performed and rbp (10 atms) pressure was applied to the device and no leakages were noted in the shaft, also 20 atms of pressure was applied to the device and no leakages were noted in the shaft. Sem results showed that the balloon external surface exhibited evidence of abrasion marks that could be attributable to the balloon burst. The balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. It was not possible to determine how the abrasion marks was caused. During microscopic analysis it was found that the luer hub was properly glued to the shaft. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿pta system leakage¿ was not confirmed as there was no leakage noted at the hub during functional testing of the returned device. The returned device was noted to have a balloon burst and was separated at the inner body. The exact cause could not be determined. Based on the information received, the device burst and separated outside of the patient after use. Handling factors during packaging for product return may have contributed to the balloon burst and separation of the device. Neither the DHR nor the analysis suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.